Event description:
Customer alleged that she was allergic to the material that stride is manufactured from. She stated "I have had two phone calls with my ob office regarding the rash and one visit to urgent care. I was prescribed prednisone (a steroid) and instructed to take benadryl until the rash clears. This was approved by my doctors".